Manufacturer narrative:
Device 5 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On 17 apr 2024, it was reported that last two infusion sets were changed on (B)(6) 2024 after one day of use and (B)(6) 2024 after also one day of use, they are noticing the leaks. The patient does not have the specific dates of the other infusion sets, however, reported that they have been changing seven infusion sets within a day because of the leaks. Leaks were on the site. Several infusion sets with leaks over the past 2 months. No further information available.